Event description:
It was reported that tip detachment occurred. During preparation of a 18x90/10fr uni plus 75cm wallstent endoprosthesis, it was noted that the white tip at the end of the catheter was missing. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned loaded on the customer's guide wire. A visual and tactile examination found the stainless-steel shaft of the device to be completely pulled from the t- connector exposing approximately 210mm of the inner shaft connected to it. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination found the inner shaft of the device to be pulled into the blue outer shaft of the device for approximately 210mm. This type of damage is consistent with excessive tensile force being applied to the device. A visual and tactile examination identified no issues with the tip. The tip has no damage and is in the correct position on the device. After returning the stainless-steel shaft to its correct position in the t-connector, the investigator was able to successfully deploy the stent the no issues or resistance experienced. No damage or issues were identified with the deployed stent or the delivery system. No other issues were identified during the product analysis.

Event description:
It was reported that tip detachment occurred. During preparation of a 18x90/10fr uni plus 75cm wallstent endoprosthesis, it was noted that the white tip at the end of the catheter was missing. The procedure was completed with another of the same device. There were no patient complications reported.